Event description:
It was reported that on (B)(6)2009, a 3.5 x 28 mm vision stent was implanted in the proximal to mid circumflex (cx). In (B)(6) yr, the pt experienced chest pain and in (B)(6) 2010, a 50% stenosis was confirmed with CT. On (B)(6)2010, two xience v stents were successfully implanted, a 3.0 x 28 mm in the proximal to mid circumflex, and a 3.5 x 28 mm in the mid circumflex and second obtuse marginal; there is some overlap between stents. On (B)(6)2010, a coronary angiography was performed and a thrombosed lesion was confirmed in left cx; however, the pt was suspected of having spontaneous coronary artery dissection (scad), so the physician said that it is not clear if it was stent thrombosis or scad. On (B)(6)2010, balloon angioplasty was performed. The pt was released from the hosp. No additional info was provided.

Manufacturer narrative:
(B)(4). A f/u report will be submitted with all relevant info. The xience v (part#1009542-28, lot#unk,serial# unk) indicated is being filed under a separate medwatch MFR number. The restenosed vision stent indicated is being filed under a separate MFR number.